Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a f/u report before (B)(4) 2011. (B)(4).

Event description:
The customer reported that the operator lifted the ceiling suspension (cs) directly at the suspension structure, not using the hand grip provided. As a consequence, one of her fingers got seriously pinched.